Event description:
It was reported that contamination remained on the magnet surfaces of the fenestrated bipolar forceps instrument after cleaning.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument for failure analysis. The returned product did not exhibit the event described in the complaint. Additionally, the instrument was found to have a fully broken grip cable at the grip hub. As a result of the full break, functional testing for motion related issues cannot be performed. There was discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.